Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was received for evaluation. Visual inspection found a degraded downstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to a degraded downstream occlusion seal. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a ripped and bubbled downstream occlusion. The issue was noted during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.